Event description:
As reported via mw5159942 and mw5159943: clinical adverse event received for pain in both knees. Device related: information not provided. Procedure related: information not provided. Device location: right. Treatment/ impact: no intervention/ treatment at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: simplex p full dose 1 pack; cat# 6191-1-001; lot# rfu087 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.